Event description:
The customer reported that an 840 ventilator was inoperable. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. It is not verified that the vent was operable, and that a malfunction occurred. No parts were replaced. The unit passed extended self testing.